Event description:
It was reported that the device was causing discomfort, and the patient wanted the system explanted. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. The event of a scheduled system explant was reported to abbott. It was ¿hurting¿ the patient and they wanted it out. Surgery took place where the entire system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.